Event description:
A report was received that the patient was having difficulty charging as the battery was too shallow in the pocket. The patient was advised on how to charge and was able to achieve a full charge but the battery depleted within the same day. The patient has been tentatively scheduled for an ipg replacement.